Event description:
It was reported the recharging system had been working effectively since implant. The electric lead from the recharging unit to the antenna detached from the electric cable and lodged within the antenna. The recharging system can no longer recharge as a result. No patient injury was reported.